Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated as follows: subreport 2025 ¿ expedium anterior" from swedish spine registry (swespine) report. A total of 35 patients were operated with expedium anterior instrumentation between (B)(6) 2006 and (B)(6) 2024. In 4 cases it was combined with expedium posterior, in 2 cases with a non-depuy device. All cases are included in the analysis. Mean age of the patients was 20 years. Females were 60%. The following complications have been identified include: registered intra-operative (n=10): - (n=1) death. - (n=3) dural injury. - (n=2) medullary injury. - (n=1) root injury. - (n=3) other. Registered post-op complications within 1 year (n=3): - (n=2) surgical site infection. - (n=1) thrombosis. Reoperations (n=4): - (n=1) drain hematoma. - (n=1) removal implant. - (n=2) other.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - constructs: expedium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 30 patients (mean age 16 years, 60 percent females) who were operated with expedium anterior instrumentation between january 02, 2006, and november 22, 2020. In 3 cases it was combined with expedium posterior. The following complications have been identified as per the swedish spine registry (swespine) report: intraoperative complications: 3 patients had dural tear. 2 patients had medullary injury. Postoperative complications: 1 patient had reintervention to drain hematoma. 1 patient had readmission for implant removal. 2 patients had readmission for other causes. This is for the unknown depuy expedium anterior instrumentation and unknown depuy expedium posterior instrumentation. This report is for one (1) unk - constructs: expedium. This is report 1 of 4 for (B)(4).